Event description:
A revision surgery was performed to address post-operative loosening and migration of a mobi-c device that caused paralysis at c6-7, along with pain between the shoulder blades followed by paresthesia and neuropathic pain in the upper limbs. A competitor's expandable plate was used to complete the surgery after the mobi-c device was removed. The patient's paralysis did not improve immediately after the revision; it is unknown if any improvements have been seen since or what type of treatment is being performed in relation to the paralysis. Additional information was received that reported after anesthesia was administered, the patient went into anaphylactic shock. This was corrected during the procedure, and the patient was treated for residual symptoms. This occurred before any device was placed so it was not associated with device usage.

Manufacturer narrative:
Corrected information in d9 and h3. Additional information in d8 and h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Product evaluation: initially, x-rays and CT scan images were provided and reviewed. It was noted that the superior plate did not show integration with the bone. X-ray examination also reveals that the plates were not parallel in the post-operative photos from the original surgery, so it is possible that the implant was placed in a misaligned position. The device was returned to the manufacturer in a contaminated state. Therefore, the device could only be examined visually through the container. This examination showed that a fragment of the mobile core had fractured off of one the sections that aligns the mobile core with the inferior plate. An intra-operative photo taken during the revision shows what appears to be the fractured piece wedged between the mobile core and the superior plate. The device is unable to be decontaminated without approval from the patient, which has not been received, therefore further analysis was unable to be performed. DHR review: there were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential cause: the root cause is unable to be determined since a full evaluation was unable to be performed and possible patient factors, such as activity at the onset of symptoms, are unknown. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed to address post-operative loosening and migration of a mobi-c device that caused paralysis at c6-7, along with pain between the shoulder blades followed by paresthesia and neuropathic pain in the upper limbs. A competitor's expandable plate was used to complete the surgery after the mobi-c device was removed. The patient's paralysis did not improve immediately after the revision; it is unknown if any improvements have been seen since or what type of treatment is being performed in relation to the paralysis.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed to address post-operative loosening and migration of a mobi-c device that caused paralysis at c6-7, along with pain between the shoulder blades followed by paresthesia and neuropathic pain in the upper limbs. A competitor's expandable plate was used to complete the surgery after the mobi-c device was removed. The patient's paralysis did not improve immediately after the revision; it is unknown if any improvements have been seen since or what type of treatment is being performed in relation to the paralysis. Additional information was received that reported after anesthesia was administered, the patient went into anaphylactic shock. This was corrected during the procedure, and the patient was treated for residual symptoms. This occurred before any device was placed so it was not associated with device usage.

Manufacturer narrative:
This device is not cleared in the us. It is similar to product code mjo cleared under p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported an emergency revision surgery took place due to migration of the implant which caused paralysis in the patient. The mobi-c device was removed. It is unknown what type of device was installed in the disc space as a replacement. The patient's paralysis did not improve immediately after the revision; it is unknown if any improvements have been seen since or what type of treatment is being performed in relation to the paralysis.